Event description:
On (B)(6) 2014, the distributer contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box indicated data from (B)(4) 2014. The reported complaint incident was for (B)(4) 2014. A review of the black box revealed one unexplainable power on reset event on (B)(4) 2014. The pump was in use after the power on reset event until (B)(4) 2014. The pump was powered on with the returned battery cap. The audible tone and vibratory feature was found to be functioning and the display screen fully illuminated. The battery cap secured tightly to the pump with no power loss. There was no damage found to the battery compartment. The pump was exercised for 24 hours; no rebooting, loss of power or call service alarms occurred. The pump case was removed; there was no evidence of loose components or moisture found inside pump. The reported issue was not duplicated during investigation.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.